Event description:
During an atrial fibrillation procedure, phrenic nerve palsy occurred which did not require intervention. The patient was stable when leaving the operating room. Isolation of the superior vena cava was performed. The phrenic nerve was identified by pacing with a catheter and the phrenic nerve was on the ablation passage. The physician decided to isolate the superior vena cava and the ablation power was 15w when the phrenic nerve was identified. At the end of the ablation, when pacing at the same area, the phrenic nerve was not identified and the physician believed that the patient was presenting with a right phrenic nerve palsy. The patient was stable when leaving the operating room. No treatment has been planned to treat the phrenic nerve palsy. There are no alleged performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.